Event description:
It was reported that feeding edi catheter was coiled in the back of patient¿s oesophagus. Bradycardia. Desaturation. Final patient outcome was no harm. Manufacturers ref.#: (B)(4).

Manufacturer narrative:
The edi catheter has been discarded by the customer and not returned for further investigation. If a feeding edi catheter (enfit) is coiled in the back of the patient¿s oesophagus, this indicates malposition of the tube and it has failed to reach the stomach or small intestine and has instead looped back on itself in the oesophagus. A coiled feeding edi catheter in the oesophagus occurs when the tube folds back due to resistance, anatomical issues, or insertion technique problems. It¿s a malposition that must be corrected before feeding. According to received information, the event occurred after starting feeds. Feeds using pump for 45 min. Pre feed litmus paper test done and nava (neurally adjusted ventilatory assist) signal correct for edi placement. The underlying cause of this malposition is undetermined.

Event description:
Manufacturer's ref.#: (B)(4).